Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed: intermittent image due to damaged cable/connector. The video connector is cracked and a break was observed at the cable insulation a device history review - DHR was conducted, and no issues were identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue olympus will continue to monitor field performance for this device.

Event description:
It was reported, the device exhibited no image. The event was found during preparation and the procedure was completed using a similar device. There were no reports of patient harm.